Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, cracked and bleeding lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had ink underneath the screen and there was a partial display with letters and numbers when pressing act button. The customer also reported that the adhesive was not sticking strongly and the set came out of his body. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that the insulin pump was dropped prior to the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.